Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the surface of the acoustic lens was damaged, which resulted in a gap on the acoustic lens surface. There was no patient involvement. This report is being submitted for the malfunction found during evaluation of the device (damaged/gap in acoustic lens).

Manufacturer narrative:
In addition to gap in acoustic lens, service found the switch button #1 was cut, the scope cover was cracked, the control unit was cracked, the grip was cracked, the switch button fpc was corroded due to water leakage, there was a leakage due to missing guide pin of the electrical connector, the bending section cover was worn, the coating on the connecting tube was peeled, the bending angle in down direction was out of specification due to were of the angulation wire, and the universal cord was wrinkled. In the ccd (charge-coupled device) unit, the position of the ccd cable had a limited length (too short) for the repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Regarding the gap in the glue of the distal end, based on the results of the investigation a definitive root cause cannot be identified. Regarding the cable was too short, based on the results of the investigation a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.